Event description:
During pci of a 90% de novo lesion in the ostium of the lcx that was flexed to a right angle, heavily calcified with high vessel tortuosity, a 3.5x18mm cypher select + stent was delivered to the target lesion but the proximal edge of the cypher select+ stent became stuck at the flexed portion at the ostium of lcx. When the physician tried to retrieve the cypher select+ into the gc, he found the stent to be dislodged on the gw at the distal end of the gc under cag. Therefore, the sds was retrieved and the dislodged cypher stent was safely retrieved by a snare catheter from the patient. The cypher select+ stent was checked outside the patient and the proximal edge of the stent was confirmed to be flared. The procedure was finished successfully with poba only. Additional pci treatment was scheduled. The patient is in stable condition. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that the cypher select+ stent dislodged because the stent became caught at the tip of the gc and the proximal edge of the stent might have flared at the time. Femoral approach was chosen for the procedure and short sheath was used for the procedure. A 7f jl4 axess guiding catheter was engaged and a runthrough ns guidewire crossed the lesion. A 3.5x15m balloon catheter was delivered to the target lesion with friction and pre-dilation was conducted without issues. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. The physician will implant stents in lm to the proximal lad and in the proximal left circumflex but the date of additional procedure was not scheduled.

Manufacturer narrative:
During pci, a physician experienced difficulty delivering a cypher stent to the target lesion and during withdrawal of the product, the stent dislodged. The stent was successfully retrieved with a snare and the procedure was finished successfully with another product. The target lesion was described as a 90% de novo lesion in the ostium of the lcx that was flexed, heavily calcified and with high vessel tortuosity. Femoral approach was chosen for the procedure and short sheath was used for the procedure. A 7f jl4 non-cordis guiding catheter was engaged and a non-cordis guidewire crossed the lesion. A non-cordis balloon catheter was delivered to the target lesion with friction and pre-dilation was conducted without issues. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. A 3.5x18mm cypher select + stent was delivered to the target lesion but the proximal edge of the cypher select+ stent became stuck at the flexed portion at the ostium of lcx. When the physician tried to retrieve the cypher select+ into the guide catheter, he observed the stent had dislodged. The stent delivery system was withdrawn and the dislodged cypher stent was safely retrieved by a snare catheter from the patient. The cypher select+ stent was checked outside the patient and the proximal edge of the stent was confirmed to be flared. The procedure was finished successfully with balloon angioplasty only. Additional pci treatment was scheduled. The patient is in stable condition. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that the cypher select+ stent dislodged because the stent became caught at the tip of the gc and the proximal edge of the stent might have flared at the time. One non-sterile cypher select + (B)(4) 7 cell stent was received inside two plastic bags. The stent was caught by unknown snare catheter, which was received inside of unknown 7f guiding catheter. An unknown guidewire was also received inside unknown guiding catheter. The unknown guiding catheter was received connected to a "y" valve. Stent delivery system was not returned. Microscopic picture was taken and stent uplift could be observed at the area where the stent was caught by snare catheter. Crossing profile could not be performed since the stent was no mounted in the sds. The reported stent dislodgement and strut uplift failures were confirmed. The exact cause of the reported failures could not be determined. Neither the DHR review nor the analysis suggests that reported issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to these events.

Manufacturer narrative:
Concomitant devices: gw: runthrough ns x2, gc: axess jl4 7f, bc: lacrosse 3.5/15mm and sheath: short sheath 7f or 8f. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.